Event description:
Lasik caused me chronic dry eye. Disability from promising career in software engineering seems imminent. I can't believe this surgery was approved after reading all the info on it. I was not even informed the flap does not heal completely by the surgeon. Or that the risk for dry eye was significantly more than 5%. I was told the chances of problems were extremely rare and the surgery has been successful for almost 20 years. The flap never heals, the nerves never fix themselves, the dry eye is permanent. I have ruined the rest of my life at (B)(6). I get to live through a living hell for the rest of my life due to dry eyes. Thanks FDA for being out there for your profits and not the well being of the citizens you are supposed to protect.